Manufacturer narrative:
(B)(4).

Event description:
Clinic notes were received indicating that the patient's device was unable to be interrogated by the neurologist during an office visit on (B)(6) 2015 despite multiple attempts and changing the programming computer. It was noted that the device was previously able to be interrogated and programmed on by the surgeon. The patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has not been returned to date. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Additional information was received stating that the patient's device was unable to be interrogated prior to replacement surgery. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Additional information was received stating that an ¿unable to communicate¿ error message appeared when attempting to communicate with the device. Multiple programming systems were used but the issues continued. System diagnostic results during initial implant surgery showed normal device function. It was noted that the patient¿s device was easy to locate and able to be palpitated when attempting to communicate with the device. Analysis of the returned generator determined that the device was operating properly. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.017 volts, showed an ifi=no condition. There were no performance or any other type of adverse condition found with the pulse generator.